Event description:
Pump was sent in to service where a failure was found during the evaluation process. Although an attempt had been made, no additional information was obtained regarding patient injury, medical intervention or whether or not the pump was on a patient at the time the reported condition occurred.